Manufacturer narrative:
Account returned a sealed package, labeled for the identified product. It was observed that there was foreign material stuck to the cutting teeth of the shaver. Therefore, the reported issue was confirmed. The package was opened, and the synthetic debris was examined under a scope. It had similar color and physical characteristics of the protective gloves worn by the associates handling the product during its reprocessing. The device history record was reviewed; (B)(4) devices were reprocessed on this lot. There are no observed discrepancies and the final release criteria were met before this lot was released for distribution. There is no product from this lot remaining in available to ship (ats) status at the warehouse for possible distribution. (B)(4) devices from this lot were shipped to 2 customers. Removal of the remaining (B)(4) devices, that had less than six months expiration. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a piece of surgical glove was in the clipper of the shaver blade full radius elite maroon inside the packaging. Product was still sealed, and the material can be visibly seen through the plastic packaging. Therefore, the product was not opened or used on a patient. There was no patient consequence. This event has been assessed as a reportable event.